Event description:
It was reported that the touchscreen was intermittently unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.